Event description:
Caller reported cgm error 42, which required attention. There was no adverse impact to the customer¿s blood glucose level. Technical support guided the caller through a pump reset, resolving the issue, and the caller successfully started their sensor session.